Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown particles in the surface of the shells .a microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Patient reported left side rupture diagnosed by MRI, suffering of "physical and mental health," pain, concern "about situation," and sleeplessness due to "stress and worry." Treatment included pain killers given to address pain and sleeping pills. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified one extended opening. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed by MRI, suffering of "physical and mental health," pain, concern "about situation," and sleeplessness due to "stress and worry." Treatment included pain killers given to address pain and sleeping pills. The device remains implanted.